Manufacturer narrative:
No sample or lot number was provided for evaluation. The event description does not suggest that a device failure has occurred. Extrusion is a well known potential complication of this type of procedure. The product insert which accompanies each device states in chapter "adverse reactions" that "potential adverse reactions are those typically associated with surgically implantable materials, including hematoma, seroma, infection, inflammation, sensitization, adhesion formation, fistula formation, extrusion and recurrence".

Event description:
It was reported that following a posterior repair, the pt began to experience pain and discharge. A pelvic exam was performed and the dr observed mesh eroding into the vagina. The pt was taken back to surgery to have the mesh removed. No further complications have been reported and the current status of the pt was listed as stable. The removed implant material was sent to pathology.